Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection. The device remains in use. It was also reported that there was oversensing and noise with the right ventricular (rv) lead. The rv lead remains in use. The patient was enrolled in the block hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765, implantable tachy lead: (B)(6) 2007. A 4194, implantable pacing lead: (B)(6) 2007. (B)(4).